Event description:
During an unspecified procedure, the suture broke while being tied. The surgeon used a new suture. The hospital has reported no pt injury.

Manufacturer narrative:
12/18/97-supplemental report #1 submitted to FDA. The reported condition has been confirmed. The exact cause of the problem could not be reliably determined.